Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed would like some troubleshooting for arctic sun device. The note stated that rapid changing in patient temperature and patient was not cooling to correct temperature. Per email response on (B)(6) 2023, no patient injury was reported. The device was working as intended per data file. Per tech support the users were wrong programming changes and the water temperature was all over the place as a result. The users were clearly not familiar with the therapy and their expectations were not realistic as far as patients response time to programming changes. Per investigator notification received on (B)(6) 2023, it was reported that the device short filled, the double bend tube and the chiller evaporator outlet tube were expanded, the flowmeter that was reading close to the low edge of tolerance.

Event description:
It was reported that the biomed would like some troubleshooting for arctic sun device. The note stated that rapid changing in patient temperature and patient was not cooling to correct temperature. Per email response on 13jan2023, no patient injury was reported. The device was working as intended per data file. Per tech support the users were wrong programming changes and the water temperature was all over the place as a result. The users were clearly not familiar with the therapy and their expectations were not realistic as far as patients response time to programming changes. Per investigator notification received on 20jun2023, it was reported that the device short filled, the double bend tube and the chiller evaporator outlet tube were expanded, the flowmeter that was reading close to the low edge of tolerance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.